Event description:
Information received indicates the left siderail is not latching.

Manufacturer narrative:
The technician isolated the issue to the ratchet rivets on the end rail post. He replaced the ratchet rivets to repair the bed.